Manufacturer narrative:
Gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent micro-switch was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/8/17 phone call, 3/10/17 phone call, and 3/14/17 phone call. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. The patient was manually ventilated. There is no report of patient injury.